Manufacturer narrative:
H11:section a through f - the initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Event description:
It was reported that the needle separated from the needle base during removal. It was stated this happened with two devices.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the needle separated from the needle base during removal. It was stated this happened with two devices. This report addresses the first device.